Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a smart pass (sp) episode occurred due to low amplitude measurements. The patient was brought into the clinic for evaluation and it was noted that sp had been disabled again. A boston scientific technical services consultant noted previous smart pass events from 2020. The first event showed it was off and the second event showed it had been disabled. The consultant noted at the time it was disabled, a latitude upgrade had occurred which was the reason one episode showed sp off and the other one showed sp disabled. Further evaluation was recommended. The device was subsequently explanted as the patient had developed symptomatic bradycardia. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a smart pass (sp) episode occurred due to low amplitude measurements. The patient was brought into the clinic for evaluation and it was noted that sp had been disabled again. A boston scientific technical services consultant noted previous smart pass events from 2020. The first event showed it was off and the second event showed it had been disabled. The consultant noted at the time it was disabled, a latitude upgrade had occurred which was the reason one episode showed sp off and the other one showed sp disabled. Further evaluation was recommended. The device was subsequently explanted as the patient had developed symptomatic bradycardia. No adverse patient effects were reported.